Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the sieve beds were leaking. Additional malfunctions include the 4 way valve was dirty, the compressor was noisy, the muffler was dirty, the pm kit was dirty, the hose clamps were leaking, and the zip ties were leaking.